Event description:
It was reported the pt was unable to establish communication with her ipg. A replacement charging system was unable to resolve the issue. The pt reported she had not charged for approx 8 months and subsequently lost stimulation. She stated she was forgetful when it came to charging her ipg although the system provided relief. Surgical intervention will be undertaken to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.